Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 1 year, 5 months. The patient remains on lvad support with the device. A correlation between the device and the reported events could not be conclusively determined. The instructions for use lists stroke and bleeding as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced a subdural hemorrhage on (B)(6) 2015. The patient presented to the local emergency department with complaints of headache. The patient was transferred to the implanting center and underwent an evacuation of the subdural hematoma. The patient's inr value at the time was 1.7. The patient was discharged home on an unspecified date. The patient was involved in a car accident on an unspecified date in (B)(6) 2015 and was treated at a local hospital and transferred to the implanting center. The patient's records from the incident were not available. The patient reported that a second intracranial bleeding incident had occurred. On (B)(6) 2015, the patient presented to the clinic with complaints of a headache that had been reoccurring for a few weeks. A head CT scan showed subdural bleeding in a different area of the brain. The patient's inr value at that time was 1.5. The patient was again transferred to the implanting center, where after evaluation by the neurosurgeons, the event was deemed to be inoperable. The patient's anticoagulation was stopped and the patient was discharged to hospice care due to the recurrent, inoperable intracranial bleeding events. The patient is not a candidate for a heart transplant. No further information was provided.